Event description:
The facility reports the cnas were transporting the resident from her bed to the wheelchair using the lift when the hanger bar separated from the lift. The resident fell to the ground, landing on her back. The cnas were able to prevent her head from hitting the ground. The resident was then transported to a local hospital via ambulance for precautionary measures. No injuries were found.